Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switching (ams) and at/af were sent for review. Review of the provided electrograms indicated the presence of competitive atrial pacing, appearance of far-r wave signals and possible retrograde conduction. Programming changes were recommended. Device remains implanted.